Manufacturer narrative:
(B)(4). Batch #iyzc50456. Additional information received: did the moveable top jaw break off? Yes. Did the black ptc break off of the jaw (attached to moveable top jaw)? No. Did the ceramic (on the lower non-moveable jaw) break off? No. Did the electrode (on the lower non-moveable jaw) break off? No. Is the broken piece being returned with the device? Unknown. Or was the broken piece discarded? Unknown the device was received with the top jaw fully attached and not broken off as reported. The device's heat shrink (shaft cover) material was skived and all of the heat shrink material appeared to have been returned. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: please, clarify what broke off of the jaw. Did the moveable top jaw break off? Did the black ptc break off of the jaw (attached to moveable top jaw)? Did the ceramic (on the lower non-moveable jaw) break off? Did the electrode (on the lower non-moveable jaw) break off? Is the broken piece being returned with the device? Or was the broken piece discarded?

Event description:
It was reported that during a laparoscopic hepatectomy procedure, a part of the jaw broke off. The piece that broke off could be removed from the patient immediately. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.